Manufacturer narrative:
The customer contacted a customer care center specialist. The ccc accessed the system remotely. The ccc reviewed the instrument and performed an auto-align to the imt (integrated multisensor technology) module, recalibrated the imt system and had the customer repeat quality control (qc). Qc results were within range. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Hsc found that the qc was within range. The fluid verify reading was atypically low with a negative fluid delta for the initial run of the sample, suggesting poor quality sample. Hsc also found that other patient replicates showed good precision. Hsc concluded that the cause of the issue was from poor quality and the presence of gel, fibrin and/or cellular material, which impacted the proper imt (integrated multisensor technology) dilution. The cause of the discordant, sodium and chloride results is due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results of sodium and chloride were not reported out to the physician(s). The sample was repeated on the same dimension vista 1500 instrument. The results were within the expected patient range. The repeat results were released to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.